Manufacturer narrative:
.

Event description:
It was reported that a patient&#38112;system was tested and high impedance was observed (impedance value > 6520 ohms). The physician was advised to turn off the device. X-rays were taken and provided to the manufacturer for review. The generator appears in the upper left chest in a normal arrangement. The filter feed-through wires appeared to be intact. The lead-pin was fully inserted into the generator's connector block. The electrodes appeared to be placed on the vagus nerve in a normal arrangement. A strain-relief bend and loop were visible. Only one tie-down was found holding the lead. Part of the lead was behind the generator. No lead break or sharp bend was found on the visible parts of the lead. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Event description:
Further information was received indicating that the patient was seen in clinic for a surgical intervention on (B)(6) 2015. The vns patient's device was tested and system mode diagnostic returned again high impedance (5790 ohms). The device communication, output status and current delivered were all ok. The generator battery showed 100% (ifi = no). It was reported that the patient is seizure free and did not report any side effects. The surgeon team decided to not perform the lead replacement surgery as it appears to be not necessary. The surgeon team believed that high impedance could be a result of scar tissues. It was reported that the physician will continue to follow-up the patient, in a regular way.